Event description:
It was reported difficult deflation was encountered following a successful arteriovenous fistula graft angioplasty procedure. A needle was inserted percutaneously to puncture and deflate the balloon. Uneventful removal of the balloon catheter followed. The pt's condition is good. This device is currently being evaluated by this MFR. A supplement will be forwarded following the completion of the engineering eval. Without evaluating the device, co is unable to determine the exact cause for this event at this time. Co's directions for use state in preparation technique: "inject just enough contrast mixture to partially inflate the balloon... Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel."